Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging a ventilator failed due to low flow. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator failed due to low flow. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A supplemental report will be submitted when the manufacturer's investigation is complete. The ventilator was returned to the manufacturer for evaluation and the following complaints of cracked back enclosure and dc connector was confirmed. Unit cannot be tested due to dc connector physical damage/sheared socket outer-casing. Dc power connector cable needs replaced due to physical damage/sheared socket outer-casing. The customer does not want any repairs done to the unit. Unit will be returned unrepaired.